Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Omsc checked the log file of the device and confirmed the scope failure error. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the device or an endoscope did not work properly temporarily by some cause.

Event description:
During a procedure with the device, lamp error e105 occurred. The user replaced the device to another device to complete the procedure. The purpose of the intended procedure was unknown, but reportedly it was related to esophagus diagnosis or treatment. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. Device history record review, indicates that the product was manufactured and tested in accordance with all applicable procedures, and met all final product release criteria. The exact cause was unknown, because omsc could not confirm ,the phenomenon. Based on evaluation, omsc surmised that the reported phenomenon was occurred the following cause. Accidental failure of the lamp of the light source, accidental failure of the circuit board of the device.